Manufacturer narrative:
Section d10 was corrected to have alnty c-series ict refe as the concomitant product. The complaint investigation for a falsely elevated sodium result generated from alinity c processing module, serial # (B)(6) while using alinity c ict reference solution included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Ticket and trending review did not identify any trends. Device history record review did not identify any issues. Quality control result was performing as expected after replacing the alinity c ict reference solution. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no deficiency was identified.

Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module and provided the following data: initial result was 200, repeat result was 145 mmol/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module and provided the following data: initial result was 200, repeat result was 145 mmol/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.